Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure fluid damage.

Manufacturer narrative:
We checked the returned unit and confirmed that the image guide fiber bundle (cfb) fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the image guide fiber bundle (cfb). In addition, we confirmed that the insertion flexible tube (ift) leaky, the objective lens unit dirty, and the segment worn out; however, they are not the main cause, and or irrelevant to the alleged complaint. Based on the technical report and or the risk analysis results, it was evaluated to submit MDR.